Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The caller reported that the patient had the ins removed, but the doctor was unable to remove the lead. They had an abandoned lead still implanted. No patient symptoms were reported. No further complications were reported or anticipated.